Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on right eye (od) at a 18 day post-operative exam. A brief description was provided that the epithelial in-growth discovered as a result of lifting a flap after previous lasik surgery. The patient had commented on complaints of redness. A flap lift and rinse was performed. In addition topical steroid dosage was increased to treat epithelial ingrowth. Post-op: bcva from (B)(6) 2009: right eye (od) post-op 20/20 00 x -.50 x 167; left eye (os) post-op 20/20 .00 x -.25 x 179.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.